Event description:
Litigation alleges patient experienced severe pain and discomfort, and difficulty walking.

Event description:
**Update**12/26/2012- pfs and medical records were received from legal. Records noted a crack was noted in the medical anterior region of the calcar femorale. The stem was added to the complaint. Part/lot information was identified. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.(B)(4).

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code d1ahha. A search of the complaint database finds additional reported incidents against lot codes 2952992 and 2955177 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The part and lot code combination was not provided for the broach. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.